Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the guidewire would not pass through the guidewire lumen and was getting stuck. The catheter was replaced, and the procedure was completed without patient complications. It is currently unknown if the catheter is expected to be returned for analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the guidewire would not pass through the guidewire lumen and was getting stuck. The catheter was replaced, and the procedure was completed without patient complications. It is currently unknown if the catheter is expected to be returned for analysis. It was further reported that a merit guidewire was used during the procedure. Heparin was given pre-transseptal puncture. Heparin was given in boluses in response to the activated clotting time. Fluoroscopy and intracardiac echocardiography (ice) imaging were used during the procedure. The guidewire became stuck during use and once the catheter and guidewire were removed from the patient, the guidewire was removed from the catheter and the guidewire was noted to be kinked. No tissue was seen upon removal. Resistance was felt while moving the guidewire. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem, updated. H6: evaluation method codes, updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the lot number of the catheter was not known following good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.